Event description:
Voluntary firm initiated device recall extension in 2004 associated with voluntary recall dated 02/2003. The manufacturer notified biotronik, inc. That u.s. Product was subject to the attached dear doctor letter. In february 2003, biotronik initiated a "voluntary medical device recall" of the tachos dr, tachos dr-atrial tx and deikos a+ implantable cardioverter defibrillators [icds] due to an unexpectedly high incidence of early explantations. The cause of these early explants was a premature buildup of a passivation layer on the anode of the high voltage battery. This buildup results in a transient increase in internal cell impedance, which decreases the loaded [i.e., during charging] battery voltage and potentially limits the cell's ability to generate the full amount of energy. To date, company has received no reports of any pt deaths or serious injuries associated with this phenomenon.